Event description:
Customer reported a cartridge alarm 20 occurring during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer received a replacement pump with updated software from technical support, and instructions were provided for returning the problematic pump and using backup therapy.